Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown. The product complaint analysis team has completedits investigation of the device which was returned to co with product inquiry #972931. The resultsof the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: nose shroud cracked/broken no, staples in nose yes (1) twisted, staplesin the track yes (22), trigger engaged with precock yes. Analysis conclusion: based on the inquiry info, visual examination and functional test, it was confirmed that the instrumenthad "jammed". The instrument was received with a twisted staple in the nose, whcih caused the jam. After removal of the twisted staple from the nose, the instrument was cylced and it fired and properly formed the remaining 22 staples. No conclusion could be reached as to how the staple twisted in the nose. Co reviews each incident as it occurs in an effort to continuously improve the products and process.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the first staple. There was no pt consequence.